Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 7111745. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1216. Serial number: (B)(6). Batch/lot number: 817472. Model/catalog description: wavewriter alpha 16 ipg kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient went to the emergency room (ER) with drainage from one of the incisions. It was unknown which incision and if the device or procedure caused or contributed to the drainage.